Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit gave an error message when connecting a wand. An additional wand was tested and it produced the same results. The surgeon opted to complete the device using a competitor's device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: an unexpected failure of an electronic component inside the subject controller. An issue with the concomitant devices the customer was using at the time of this complaint event, which were not returned for analysis. Using an improper power cord or improper extension cord, or a loose power connection at the users facility. There are no indications to suggest the device did not meet product specifications upon release into distribution.